Event description:
The customer contacted zoll tech line to report a hole discovered in the distal port of a solex 7 catheter (lot # 199265), which was inserted in the patient's right internal jugular vein. The caller stated the hole was found after noticing there was blood coming out of the line attached to the distal port and that the hole was visible. It is unknown how long after the treatment began, the issue was discovered. There was no report of an "air trap" alarm. Zoll tech line walked the caller through the safe removal of the catheter. The catheter was replaced and treatment continued. There were no issues with the thermogard console used during the event. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint of a hole in the distal port of the solex 7 catheter (lot # 199265) was confirmed during the functional and visual inspection of the returned solex 7 catheter. During the functional lumen flushing, a leak was observed from the distal luer tubing, located 1.5 cm from the proximal end of the manifold. The leak was caused by a small sharp cut (hole) in the distal luer tubing. It is likely that a suture needle or another sharp tool, such as a scalpel, accidentally cut the lumen tubing, which is attributed to user error. Functional testing was performed on the returned catheter. All infusion ports and lumens were flushed without resistance, except for the distal luer port, which was clogged with blood. During the flushing of the distal luer tubing, a leak was observed 1.5 cm from the proximal end of the manifold. Inspecting the catheter under a microscope revealed a very small, sharp cut on the distal luer tubing, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the solex 7 catheter with lot number 199265.